Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of motor error alarms with their insulin pump and high blood glucose levels. The customer's blood glucose level at the time of incident was unknown. The customer states the device was not working, and that their blood glucose had been 538mg/dl, and having a 438mg/dl in the morning. The customer states treating high levels with manual shot. The customer was assisted with troubleshoot. The device passed the displacement test and manual prime test, with no motor alarm occurring. The customer was advised to monitor the device and call back if issues occur.